Event description:
It was reported that during clinical follow up, a patient's right ventricular lead was found unable to capture. Upon x-ray, it was found to be outside the cardiac silhouette indicating a perforation. The lead was explanted and replaced. The patient was discharged the following day without further complication.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.